Event description:
Customer reported that she had unexplained high blood glucose for a month. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 272 mg/dl. Customer stated that she had a stroke symptoms, high blood glucose and stated that her insulin pump drive support cap was protruding out prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.